Manufacturer narrative:
D3: address corrected. D9: device returned to manufacturer: 11-jan-2025. H3: one device was received for analysis. Service history review identified that the device had not been serviced in the last 12 months. Functional and accuracy testing as well as analysis of event log were performed. The reported issue could not be replicated as no delivery issues were identified. The customer had misunderstood the event log. The device underwent preventative maintenance (pm).

Event description:
It was reported that the device gave boh-lus by itself on ambulance patient. The ropivacaine was decanted from the bag as per aps team request - the volume remaining equated to 195ml with 16ml delivered via the pump. Per reporter it was noticed that the pump exhibited an irregularity on the date of the incident. Instead of delivering the 15-ml bolus all at once, it only delivered 8.5 ml initially and then the remaining 6.5 ml over the next 15-minute period. There was patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.